Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d10, g3, g6, h2, h3, h4, h6, h10. D10: 010000701 g7 bonemaster ltd acet shl 48c 7569976. Visual examination of the provided pictures identified the explanted stem and head, covered with bio debris. The stem component is seen with large tissue mass on the porous coating, with some areas of the porous coating with damage. No other observations can be made for the stem and head using the image alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: two views of the right hip demonstrate a right total hip arthroplasty with screw fixation of the acetabular cup. Mild radiolucency of the cement hardware interface. Femoral component also demonstrates mild radiolucency of the cement hardware interface. Right total hip arthroplasty with possible evidence of early loosening of the acetabular and femoral components. A definitive root cause cannot be determined. Based on the provided image and mmi, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent an initial procedure. The patient did well for the first few month¿s post operations, however, the patient recently suffered recurrent dislocations. No traumatic event proceeded or resulted from any of these dislocations. A CT was ordered, and the femoral stem was deemed to be in an insufficient degree of anteversion. The stem was changed to a modular arcos to correct the anteversion and the high wall liner was exchanged for a dual mobility. The g7 in situ was retained. No signs of infection. No fractures present.

Manufacturer narrative:
(B)(4). D10: 163667 32mm mod head cocr -6mm neck 65875036. 010000925 g7 hi-wall e1 liner 32mm c 7240687. G2: foreign: australia . Proposed code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.